Event description:
It was reported that the patient presented remotely via merlin.net transmission. Analysis of the transmission noted that the implantable cardiac monitor (icm) was incorrectly recorded the atrial fibrillation episode. No programming changes were made. The patient was stable throughout.